Event description:
Fast-fix 360 was inserted into the knee, first anchor was successfully deployed. After the first anchor, the metal deployment rod inside the shaft failed to retract, even when the grey circular ring was pulled back, it was therefore impossible to deploy the second anchor. The instrument had to be removed, and the first anchor had to be pulled out of the meniscus, causing minor damage to the tissue.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The returned device was visually inspected and it was confirmed that the actuator pushrod is stuck in the forward position. It was also observed that the needle is bent. There is a precaution in the IFU about bending the needle during use as it can have an adverse affect on implant deployment. To confirm that the bending affected the actuator, the needle was manually straightened and the actuator immediately sprung back to its intended position. Based on these observations, no root cause related to the manufacture of the device is present. (B)(4).